Event description:
Davinci prograsp instrument (k10230706-0168) broke at the tip. Surgeon aware, it was removed from the patient, and taken out of circulation to be sent back to the company. No harm to patient.